Manufacturer narrative:
The issue was traced to a missing power supply phase. After the customer checked and repaired the power supply, the equipment was restored to normal operation. The client was informed of the situation and the equipment is now back to full functionality.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device experienced intermittent loss of x-ray.the clinical use of the system was in use.there was no harm reported to philips.